Event description:
It was reported that multiple intermittent cartridge alarm 1 occurred during bolus delivery and basal delivery. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. Ultimately, the customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 145-245 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged cartridge damage issue could not be verified.